Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Caller reported the customer obtained an unspecified scan result that was lower when compared to unspecified readings suggestive of hyperglycemia that were obtained on a competitor brand meter. Customer experienced feeling drowsy and had contact with an hcp who provided insulin (dose/type unknown) via intravenous infusion and metformin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the sensor plug assembly, no failure mode was observed. The current was applied to perform linearity testing. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the freestyle libre sensor. Caller reported the customer obtained an unspecified scan result that was lower when compared to unspecified readings suggestive of hyperglycemia that were obtained on a competitor brand meter. Customer experienced feeling drowsy and had contact with an hcp who provided insulin (dose/type unknown) via intravenous infusion and metformin as treatment. There was no report of death or permanent injury associated with this event.